Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient was sleeping, and lost consciousness. His wife called for an ambulance. Paramedics arrived and checked his glucose levels; the cgm was reading 4.0 mmol/l and the bg was 1.4 mmol/l. The paramedics gave 10 grams of glucose via a 20-gauge IV cannula and the patient regained consciousness. He was doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.